Manufacturer narrative:
Our quality engineer inspected the 6 photos submitted for evaluation. The issues of foreign matter, component damage ¿ no leak, and bent/deformed component were confirmed upon inspection of the photos. One representative photograph was labeled as "black mark¿, and dark spots overlaid the stopcock housing. One photograph was labeled as "contamination" and yellow colored material overlaid the q-syte top body. One photograph was labeled as "short mold" and what appeared to be deformation was observed on what appeared to be the threaded portion of the q-syte top body. One photograph was labeled as "deform" and what appeared to be the q-syte top body showed what appeared to be deformation of the threaded area of the top body. One photograph was labeled as "chipped rubber", which exhibited what appeared to be an indentation in the septum. Due to the poor image quality and without the physical samples, it was unclear if the black marks and discoloration were embedded or were a feature on the external surface of the material. Due to the poor image quality and without the physical samples, it could not be determined if the deformation and misshapen components were caused during the molding process or from subsequent processing or handling. The reported defects were confirmed. The damage observed could be a result of our manufacturing process. However, bd cannot confirm the exact cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information received.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement. Device problem code: a0406 - material deformation.

Event description:
This MDR is for the material deformation. Black marks, short mold. Deformation,chipped rubber,stains found during production at atom. 61 black marks, 10 short molds. Deformation 7 cases, rubber chipped 5 cases, dirt 2 cases are found.